Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported there was a programming error of octreotide. There was patient involvement but no harm.

Event description:
It was reported there was a programming error of octreotide. There was patient involvement but no harm. Although requested, additional information was not provided by the customer, such as the details of the infusion (intended vs programmed).

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, initial reporter addr 1, initial reporter city, initial reporter facility name, device manufacture date. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.